Event description:
It was reported that during post dilatation of an unspecified stent in the distal left anterior descending artery, a 3.25x15 nc merlin balloon was inflated to 26 atmospheres. The balloon ruptured and a perforation occurred. A 3.0x26 graftmaster sent was deployed sealing the perforation. The patient had no clinical complications following deployment of the graftmaster stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record (lhr) for this product could not be performed and a similar incident query could not be conducted because the product was not returned for evaluation and the lot number was not reported. Perforation is listed in the nc merlin instruction for use as a potential patient effect. It should be noted that the nc merlin instruction for use (IFU) warns: do not exceed rated burst pressure as specified on product label as this may result in a ruptured balloon with possible intimal damage and dissection. Based on the information reviewed, there is no indication of a product deficiency.